Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the insulin pump is cracked at the battery and reservoir compartment. It was also mentioned that the customer noticed strong smell of insulin in the reservoir compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.